Event description:
It was reported that the right ventricular (rv) lead had increasing threshold and decreasing impedance. The rv lead was explanted and replaced. It was noted that the patient was enrolled in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.